Event description:
Patient reported right side pain, stretched breast, and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and was not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side pain, stretched breast, and capsular contracture, baker grade unknown. Device remains implanted.